Event description:
During a surgery to replace a generator prophylactically (intensive follow-up indicator was triggered), high impedance was detected intraoperatively on the new generator. Diagnostics had not been performed preoperatively. The doctor removed the pin, re-inserted it and visually confirmed that the lead pin extended beyond the connector block. He tightened the set screw until the hex screwdriver clicked. High impedance was still detected. Generator diagnostics performed with a test resistor pin to check the generator were within normal limits. The patient's lead was replaced and the impedance issue resolved. The suspect product was discarded. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient had an increase in seizures over baseline prior to the replacement. No further relevant information has been received to date.